Manufacturer narrative:
Correction was incorrectly selected as both product problem and adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), product type lead ; product ID: 39565-65, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had an x-ray in may and the lead had 3 contacts that covered the disc space and now it shows that those contacts were above the lead space. No further complications were reported or anticipated. Fall was noted. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative who reported that there was no evident reason for lead moving and no actions have been taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.